Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, in the shell and broken plug strap. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify broken sharp in the plug strap, and striated edge opening on anterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a broken sharp in the plug strap side assessed as unidentified (tear) opening. A striated edge opening on anterior side assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.